Event description:
Refer to MFR report # 3007566237-2010-07100 for information related to prior pump that was explanted on (B)(6) 2010. The following information was reported in MFR report # 3004209178-2010-07100: it was reported that the patient was taken to the emergency room with some "signs of overdose" one day after a pump replacement. The catheter was not replaced with the pump. The doctor compared the dosing, catheter volumes, and drug in the pump pre-replacement with post-replacement strip in the chart. There was no change in dosing, catheter volume, or drug concentration. Patient's family member had indicated that the patient was incoherent. When the patient arrived in the emergency room she was alert, awake, and communicating appropriately. The doctor had wanted to decrease the patient's pump to minimum rate but the patient protested for fear of withdrawal. The emergency room doctor cut the dose in half (from 18mg/day to 9mg/day). It was unknown if device troubleshooting was performed. The patient's status was undetermined at the time of the report. The pump contained morphine at a concentration of 30 mg/dl with bupivacaine at a concentration of 10 mg/ml. All additional information will be reported this MFR report. Additional information received on (B)(6) 2011 indicated the patient fully recovered. The patient's pump drug dose was 13.5 mg/day.

Manufacturer narrative:
(B)(4).